Event description:
It was reported that the patient had a pump replacement due to an increase in pain, lasting "approximately half a day," that occurred "every week or so." The pump was two months away from the early replacement indicator (eri). It was reported the pump was removed to avoid "in-vivo battery depletion." The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l43685, implanted: (B)(6) 1997. Product type: catheter. (B)(4). Final device analysis of the infusion pump revealed the following: there was gear train anomalies found; corrosion and wear.